Event description:
Twelve yr old atrial and ventricular pacemaker leads had eroded with infection. A lead removal procedure was instituted. A 10 french, polypropylene, dilator sheath set was advanced over the lead to within about 1-2 centimeters of the apex of the right ventricle. Traction was applied to the ventricular lead. Only very slight movement of the lead was observed. After repeated attempts of traction, the outer sheath advanced abruptly causing perforatin of the ventricle. The surgeon's comments on the lead extraction data base report include a notation that the inner metal coil of the lead had become exposed through the insulation and thinned out. While manipulating the sheath over that portion of the pacing lead, the sheath was observed to go beyond and lateral to the lead tip. The surgeon postulated the sheath split. Blood pressure decreased. A sternotomy was performed and digital pressure applied to the perforation. Cardiopulmonary bypass was instituted with cooling. The right ventricular perforation was repaired and the atrial pacing lead removed. After termination of bypass the right atrium and ventricular became dilated. Left ventricular function decreased with subsequent death.